Event description:
The chemo clinic reported leakage at the connection to the angiocath during a decadron infusion.

Event description:
The chemo clinic reported leakage during a decadron infusion. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
(B)(4).